Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. The customer did not have the information for the other aviva system used.

Event description:
Reporter alleged obtaining a result of 487 mg/dl on aviva system 1 compared back to back with a result of 102 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.